Event description:
The customer reported that during the ablation of a flutter circuit, two electrophysiological probes were introduced through the femoral artery and a pt return plate was applied on the external side of the pt's left thigh. During the operation, the pt complained he was suffering. The surgical field was checked but nothing was noticed; the plate was properly applied. One month later, during a post-operative check-up, the surgeon noticed a deep burn where the plate had been applied. The pt was referred to a dermatologist for care.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and is not available for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.